Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0sqaa, implanted: (B)(6) 2015, product type: lead .

Event description:
The consumer reported that the patient couldn't feel stimulation with the therapy on since (B)(6) 2016. This was reported as a sudden change in therapy/symptoms. The patient mentioned that it seemed like it was not working. New batteries were put in the remote, but that was not the problem. It was noted that they went to the healthcare provider's office and the nurse worked with it for quite a while. The nurse was finally able to get the patient to feel stimulation. When they went on vacation, it all of a sudden started pulsing constantly, really fast to the point that it almost hurt. It eventually quit working again. The week prior to the report, the nurse couldn't get anything to work and didn't know what the problem was. The nurse thought something was wrong with the wires and leads. It was noted that the patient hadn't had any falls, accidents, medical procedures, or walked through security without turning the device off. Further information reported indicated that the hcp's office would contact the manufacturer representative to further assist the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that about 4 weeks prior to the call a nurse at the patient's hcp's office had checked the ins and leads and told the patient that the "leads are not connected." The patient stated that the nurse was getting no response from the them according to the clinician programmer. The patient reported the symptom of pain associated with this issue and that the onset was gradual. The patient's original physician no longer works with the patient's therapy and as such the patient was provided with additional physician contact information to have the ins and leads assessed. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported that lead impedance was the cause of the stimulator not working and lack of stimulation sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.